Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the lead was not returned. However, performance data from the device was collected and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning (B)(6) 2016, ventricular sics were up to 8221, with non-sustained (ns) ventricular tachycardia (vt) episodes with evidence of lead noise oversensing, and on (B)(6) 2016, the rv pacing impedance rose to 16382 ohms up from a trend in the 360-616 ohm range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and a high sensing integrity counter (sic) count. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.